Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged filters are black. Patient alleged having lung issue, headache. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to having lung issue, headache also patient alleged to black particles in the filter related to a CPAP device's sound abatement foam. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer evaluated the device externally and there is no signs of contamination on the outside of the device. The manufacturer evaluated the device internally ,that there were signs of contamination on the bottom enclosure also noted that there was a strong perfume smell in the blower box and the device hooked up to a known good power supply and power cord,airflow was verified to be operating correctly. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that they could not confirm the customer's allegation and there is no evidence of sound abatement foam degradation or breakdown. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.